Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). Complete initial reporter name: mr. (B)(6). Occupation: cardio technician. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon was damaged during insertion. The customer believes it was due to the patient having a calcified aorta. A new iab was then used, however, the same issue occurred. Blood was then seen backing up to the console. There was no patient harm or adverse event reported. This report is for the second iab used. A separate reported will be submitted for the first iab.